Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Camp counselor reported via phone call that the insulin pump had a motor error alarm. The caller did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was 374 mg/dl. The counselor advised that they would contact the customer's parents to get the insulin pump replaced. The device was not returned for analysis.